Manufacturer narrative:
Mitek medical affairs department discovered this published white paper detailing a historical event in which some mitek devices were implicated. It cannot be confirmed that this issue had been previously reported to mitek, so an adverse event report is being filed to document the experience described in the article. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This complaint was forwarded to mitek complaints by our medical affairs team who reviewed a journal article where mitek rigidfix cross pins were used for a pcl reconstruction. Follow-up period was 25-62 months after surgery. Postoperative MRI evaluations demonstrated cyst formation in the tibial tunnel in one patient. (B)(6) knee surg sports traumatol arthrosc (2013) 21:1023-1028 doi 10.1007/s00167-011-1769-5 single-bundle transtibial posterior cruciate ligament reconstruction using a bioabsorbable cross-pin tibial back side fixation . Authors: jin hwan ahn, yong seuk lee, sang-hee choi, moon jong chang, do kyung lee.